Event description:
Operator scanned an incorrect pt ID barcode and the results were assigned to another pt. No pt injury was reported with this event.

Manufacturer narrative:
There is no ability to delete/edit results and medical record number when an incorrect label is scanned in error. Operator attempted to remove results, but was unable to do so. Ability to modify incorrect pt demographic data can be addresses in a future revision of the rapidcomm software.